Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient's blood glucose was high and their insulin pump was damaged. The customer¿s blood glucose level was 142mg/dl at the time of the incident. The customer reported that the battery compartment has damage and the battery is not able to make a connection. Customer states that this morning the blood glucose was 402mg/dl. Caller took insulin before he went to bed. Did not troubleshoot for high blood glucose as customer is not able to get pump to power on due to damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan.caller declined return of malfunctioning pump. The insulin pump will be returned for analysis.